Event description:
It was reported that the patient presented for follow-up in clinic. Upon device interrogation, the right ventricular (rv) lead exhibited loss of capture. The programming changes were performed and the patient was in stable condition.